Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including daily/weekly/monthly self-tests, and shock testing without duplicating the customer's report. An internal inspection found some stains on components on the back of the main board. The main board and hv capacitors were replaced as a precaution. The device were recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.